Manufacturer narrative:
Implant date: (B)(6) 2010. (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "sx tmrw with contralateral rupture". Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported no complaint against the right side device. Physician later reported a right side rupture via device tracking. The device has been explanted and replaced.